Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as intractable spasticity. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The patient's pump was alarming (heard alarm (B)(6) 2015) and he had been calling the physicians and had not been able to get them to refill his pump. The patient missed a scheduled refill. They did not prescribe him any oral medication and the reporter was wondering if the pump could be damaged. The reporter was to follow up with the healthcare provider (hcp). There were no symptoms reported with the missed refill. It was further reported the last couple of days ((B)(6) 2016) the patient experienced pressure over the pocket. Further information was not provided. Drug information (type, lot number, concentration, and dose), other medications the patient was taking at the time of the event, pertinent medical history, if the alarm was associated with the missed refill, diagnostics performed related to the pressure over the pocket, actions/interventions taken to resolve the event, and the cause of the pressure over the pocket were not reported. Further follow-up is being conducted to obtain this information. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2017 reported in 2016 patient's pump has been empty for 14 months due to the fact that patient has made appointments, and gets runaround; but getting and trying to get refilled is a runaround. It was stated that patient lives in michigan and the only place patient can get to is 25 miles from where patient lives and wanted to know about locator listings. It was stated that patient has had a couple of appointments and the last one was over 12 months ago and the day patient went the transportation quit working. It was noted that patient takes oral baclofen, but stopped taking oral baclofen because within 20-25 minutes patient was asleep and does not want to be drowsy all the time. Patient stated he is taking oral neurontin instead. Patient's family healthcare professional (hcp) was noted. Patient stated due to pre-existing multiple sclerosis (ms); that when patient was using left hand (which is the stronger of the two) it is jumping when patient uses it. Patient stated right hand is lazy of the two, but noted that patient is ambidextrous. It was noted that on (B)(6) 2017 patient went to see healthcare professional and they told patient they do not do refills anymore. It was stated that patient does not have a managing hcp, but has a family hcp. It was reviewed patient may want to get a consultation on if the pump was functional since it has been empty this long. It was reviewed that pump being empty is not recommended and can damage the pump. Etc. Patient was redirected to follow up with hcp to see if patient would need to get a diagnostic test. Patient reviewed they would need to get a dye study test or something and will follow up with hcp and other suggestions. It was noted that patient pump had unknown baclofen in it. Physician listings were sent to patient, and patient was provided with information for patient advocate foundation. It was reviewed patient should talk with insurance company regarding issues with hcps and transportation. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s weight on (B)(6) 2017 was (B)(6) kilograms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.